Event description:
Boston scientific received information that the patient with this device heard beeping tones. A remote home monitoring interrogation was performed which revealed that an error code had been recorded. It was recommended that the device be changed out. Attempts to obtain additional information were unsuccessful. There were no adverse patient effects. The device remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.